Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('complaining perforation ¿other`'), device dislocation ('complaining migration,migration of essure device: peritoneal cavity,outside of the fallopian tube in theb pelvic cavity') and hyperthyroidism ('autoimmune diagnosed- hyperthyroidism') in a 26-year-old female patient who had essure (batch no. 628057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperthyroidism. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines/headaches") and nausea ("nausea"). On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), anxiety ("anxiety,mental anguish,") and depression ("depression"), 1 month after insertion of essure. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), hyperthyroidism (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and back pain ("lower back area"). The patient was treated with surgery (B)(6) 2009 left side essure surgical removal of coil). Essure was removed on (B)(6) 2009. At the time of the report, the perforation, device dislocation, psychological trauma, vaginal haemorrhage, menorrhagia, migraine, nausea, anxiety, depression and back pain outcome was unknown and the hyperthyroidism, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, hyperthyroidism, menorrhagia, migraine, nausea, pelvic pain, perforation, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- autoimmune and migration , (B)(6) 2009 left side essure surgical removal of coil(s) ¿ left side coil . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded), migration of essure device. Right tube was blocked, but the left coil migrated to the peritoneal cavity. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received : lot number was added. Following events were added : abnormal vaginal bleeding, menorrhagia, migraine headache, nausea, anxiety, depression, lower back area.cocomitant conditions,products and reporter information added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('complaining perforation ¿other`'), device dislocation ('complaining migration,migration of essure device: peritoneal cavity,outside of the fallopian tube in the pelvic cavity') and hyperthyroidism ('autoimmune diagnosed- hyperthyroidism') in a 26-year-old female patient who had essure (batch no. 628057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperthyroidism. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines/headaches") and nausea ("nausea"). On (B)(6)2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), anxiety ("anxiety,mental anguish,") and depression ("depression"), 1 month after insertion of essure. On (B)(6)2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), hyperthyroidism (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and back pain ("lower back area"). The patient was treated with surgery (B)(6)2009 left side essure surgical removal of coil). Essure was removed on (B)(6)2009. At the time of the report, the perforation, device dislocation, psychological trauma, vaginal haemorrhage, menorrhagia, migraine, nausea, anxiety, depression and back pain outcome was unknown and the hyperthyroidism, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, hyperthyroidism, menorrhagia, migraine, nausea, pelvic pain, perforation, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- autoimmune and migration , (B)(6)2009 left side essure surgical removal of coil(s) ¿ left side coil . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: unilateral occlusion (right tube occluded), migration of essure device. Right tube was blocked, but the left coil migrated to the peritoneal cavity. Lot number: 628057 manufacturing date: 2008-09 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('complaining perforation ¿other`'), uterine perforation ('perforation- uterus, fallopian tube'), device dislocation ('complaining migration,migration of essure device: peritoneal cavity,outside of the fallopian tube in theb pelvic cavity') and hyperthyroidism ('autoimmune diagnosed- hyperthyroidism') in a 26-year-old female patient who had essure (batch no. 628057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperthyroidism. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines/headaches") and nausea ("nausea"). On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), anxiety ("anxiety,mental anguish,") and depression ("depression"), 1 month after insertion of essure. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), hyperthyroidism (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and back pain ("lower back area"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, psychological trauma, vaginal haemorrhage, menorrhagia, migraine, nausea, anxiety, depression and back pain outcome was unknown and the hyperthyroidism, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, fallopian tube perforation, hyperthyroidism, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- autoimmune and migration, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded), migration of essure device. Right tube was blocked, but the left coil migrated to the peritoneal cavity. Lot number: 628057 manufacturing date: 2008-09 expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : uterine perforation was added as a event & one event was updated from perforation nos to fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('complaining perforation ¿other`'), device dislocation ('complaining migration') and hyperthyroidism ('autoimmune diagnosed- hyperthyroidism') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hyperthyroidism (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed by hysterectomy (full},tubal ligation on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the perforation, device dislocation and psychological trauma outcome was unknown and the hyperthyroidism, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, hyperthyroidism, pelvic pain, perforation and psychological trauma to be related to essure. The reporter commented: patient received treatment for- autoimmune and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-aug-2009: successfully occluded/right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: event was added- complaining perforation ¿other,complaining migration, abdominal pain, type of autoimmune diagnosed- hyperthyroidism and psych injury. Event outcome was added- pain and autoimmune was resolved. Patient demographic details, reporter and product information was added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.